Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 24mm in length, eccentric and de novo target lesion was located in the moderately calcified, moderately tortuous and 3mm in diameter proximal left circumflex artery (lcx). The lesion contained a >45 and <90 degrees bend. A 3.5 6f jr unspecified guide catheter was used. After a "soft" guide wire crossed the lesion, a 2.5mm x 9mm maverick balloon catheter was advanced for predilation of the lesion. Then the 3.00mm x 32mm promus element ¿ stent was advanced to the proximal lcx however "a lot" of resistance was encountered. It was then noticed that the distal part of the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the distal end of the crimped stent were distorted, bunched and lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance when advancing to the lesion site. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 24mm in length, eccentric and de novo target lesion was located in the moderately calcified, moderately tortuous and 3mm in diameter proximal left circumflex artery (lcx). The lesion contained a >45 and <90 degrees bend. A 3.5 6f jr unspecified guide catheter was used. After a "soft" guide wire crossed the lesion, a 2.5mm x 9mm maverick balloon catheter was advanced for predilation of the lesion. Then the 3.00mm x 32mm promus element ¿ stent was advanced to the proximal lcx; however, "a lot" of resistance was encountered. It was then noticed that the distal part of the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is stable.